Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The returned microcatheter was missing the distal segment of the tip approximately 2mm long. Microscopic observation found that the catheter shaft proximal to the tip was bent and the shaft strands were disarranged due to torsion. Top polymer layer of the shaft was damaged possibly by interfering with calcification. Tip surface was also scratched possibly by calcification. Circumferential cracks caused by tensile stress were observed proximal to the tip breakage end. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Base on the obtained information and the investigation outcome, it was presumed that tensile stress exceeding the product's design limit was inadvertently applied while the catheter tip was screwed into and being trapped by the heavily calcified lesion, and that stress led the catheter tip to be stretched and eventually torn off upon removal from the patient anatomy. There was no indication of product deficiency. Although there were reportedly no adverse patient effects, the separated tip was not returned; therefore, a possibility could not be completely ruled out that tip fragment might be left in the anatomy. Instructions for use (IFU) states: contraindications: do not use this microcatheter in advanced calcified lesion; warnings: do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); warnings: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; and malfunction and adverse effects; separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a severely tortuous, severely calcified 90-99% occlusion in the distal rca. After a guide wire crossed the lesion, attempts were made to deliver a balloon and stent, however, failed. Then the subject microcatheter was advanced. Upon removal, the catheter tip was found separated. The tip fragment was remaining on the guide wire, and therefore, able to be retrieved from the patient anatomy.